Event description:
It was reported that the lead exhibited noise and was explanted during a routine device change out for eri. During explant, right ventricular perforation with tamponade and cardiac arrest occurred. Resuscitation, bypass, repair of ventricular perforation, and repair of left subclavian venotomy were performed. Extensive blood loss was noted. The patient was arrested for about 45 minutes. Ventilation was initiated. The patient was transferred to the ICU in stable condition. The physician elected to not re-implant a new system. The patient was later discharged to long term care due to blood loss and non-device related co-morbidities.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.